Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between continuous cycle peritoneal dialysis ccpd therapy with the liberty select cycler and the patient¿s symptoms that resulted in the patient¿ visit to the hospital. However, it is unlikely that the cycler contributed to the event. No device malfunction was alleged and there is no evidence or documentation that the clostridium infection affected the peritoneum. Based on the limited information provided, there are environmental and patient related factors that could have contributed to the diarrhea episode; additional information received indicated the patient was allergic to gluten and may have been reacting a gluten exposure. Additionally, it was also revealed the patient¿s roommate also exhibited similar symptoms prior to the patient¿s episode.

Event description:
A peritoneal dialysis patient called the technical support center for assistance to cancel treatment during the fourth exchange of a total of four with 573ml out from a total of 2500ml administered. According, to the caller the patient had a ¿severe stomach flu¿ and needed urgent care. During follow up with the peritoneal dialysis registered nurse, the pdrn confirmed the patient was hospitalized for clostridium difficile. Treatment details surrounding the hospitalization is unknown. According to the pdrn, the patient had recurrent episodes of diarrhea that resulted in a visit to the hospital where the patient was diagnosed with clostridium difficile. The pdrn also indicated the clostridium difficile event is a preexisting recurrent issue that is not related the cycler, the dialysis solution or the dialysis exchanges. No further information was provided.

Event description:
...

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.